Event description:
Rec'd info regarding a cartridge alarms 19 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No prod returned for eval. Should new info become available, a f/u supplemental report will be submitted.